Manufacturer narrative:
Event date: exact date unknown, event occurred approximately (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 1075884. Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: 543551.

Event description:
It was reported that the patient was hospitalized due to infection where the cervical incision opened up and started leaking. The physician believed that the infection tracked down to the thoracic paddle and ipg. The patient underwent an explant procedure and was placed on antibiotics. The explanted ipg and leads were not returned to bsn as they were kept by the medical facility.